Event description:
Hypoglycemic event, during the night. Patient noted that she has been basing insulin dosage on results obtained on the suspect device, however, she did not provide specific results, times of tests, or amount of insulin dispensed. Patient indicated that a relative found her unconscious and phoned emergency medical services. Upon paramedics' arrival, patient's blood glucose was reportedly measured multiple times (on paramedics' blood glucose monitor), with results of 24, 27, and 27 mg/dl. Patient stated that she was treated with an intravenous glucose solution and was transported, by paramedics, to the emergency room. Patient's blood glucose reportedly measured 30 mg/dl, 5 minutes later, on a hospital blood glucose monitor. Patient continued to receive the intravenous glucose infusion, started by paramedics. One hour later, patient's blood glucose measured - 200 mg/dl. Patient indicated that she remained hospitalized for an additional 2 -3 days, and was repeatedly treated with insulin injecttions. At the time of the event, patient was testing with expired strips. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.